Event description:
Over-sensing/noise consistent with myopotential inhibition and/or emi; elevated sic. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).